Event description:
It was reported on (B)(6) 2025 a 27mm navitor vision valve was selected for implant using a large flexnav delivery system. During the procedure as the aortic valve was crossed with the guidewire the patient went into complete heart block. A temporary pacemaker was placed to control rhythm for the remainder of the procedure. The valve was implanted. The final implant depth was 5mm from the non-coronary cusp (ncc) and 5mm from the left coronary cusp (lcc). Post-implant the patient was in normal sinus rhythm with a bundle branch block. The temporary pacemaker was left in overnight to assess. The following day a permanent pacemaker was implanted. The patient status was stable.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of heart block and buncle branch block was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the available information, the cause of the reported heart block and bundle branch block could not be conclusively determined. The reported surgical intervention, and unexpected medical intervention were due to case-specific circumstances. During the procedure, a temporary pacemaker was placed. Eventually, a permanent pacemaker was implanted. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported on (B)(6) 2025 a 27mm navitor vision valve was selected for implant using a large flexnav delivery system. During the procedure as the aortic valve was crossed with the guidewire the patient went into complete heart block. A temporary pacemaker was placed to control rhythm for the remainder of the procedure. The valve was implanted. The final implant depth was 5mm from the non-coronary cusp (ncc) and 5mm from the left coronary cusp (lcc). Post-implant the patient was in normal sinus rhythm with a bundle branch block. The temporary pacemaker was left in overnight to assess. The following day a permanent pacemaker was implanted. The patient status was stable.